Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was retracted, the suture could not be found. The device was removed and a second proglide device was attempted, but as the knot was being advanced to the artery, the suture broke suddenly. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with any additional relevant information. The other proglide device, is being filed in a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture trimmer and suture were returned for evaluation. The reported suture break was not confirmed. Inspection of the knot indicated it was fully formed and tightened with a small amount of tissue locked within the knot. The tissue present in the knot indicated that the suture had been pulled out from the patient anatomy. The cause for the detected suture being pulled through the captured tissue is related to operational context in which the device was used. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.